Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor implant placed experienced capsular contracture of an unknown side post procedure. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. Common device name and procode are unknown, however they are being populated for submission purposes.